Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. A compressor failure- 1001 error was observed; however, the presence of this alarm is not necessarily an indication of device malfunction. The alarm can be caused by, but not limited to, an obstruction/ blockage to the patient output, kinked tubing, an issue with the patient circuit, the patient coughing or wet/dirty flow screens. The breaths log shows evidence of the patient coughing around the time the alarm was triggered. The device was put through extensive testing using a known good set up without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.